Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06277. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06277. Additional information received identified an sjm representative met with the patient and confirmed additional lead contacts now have high impedance readings. System reprogramming was attempted and was able to provide some stimulation, however, not all areas were captured. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06277. It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient and ran a system diagnostic which revealed high impedances on multiple lead contacts. System reprogramming was unable to provide effective stimulation. The patient is to get x-rays as the next step and will meet with her physician to discuss further intervention to address the issue.